Event description:
A malfunction on the pump was reported by the caller during a software update. The caller attempted to refresh the browser, which led to the pump malfunction. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for a pump reset, but the pump did not turn off despite various methods tried. Technical support decided to replace the pump and advised the customer on using mdi backup therapy. Instructions were given for the return of the malfunctioning pump, along with guidance on steps after receiving the replacement. The customer understood and acknowledged these instructions.